Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had inadequate pain relief and discomfort at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the ipg was adjusted, and one spinal cord stimulation (scs) lead was replaced. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.